Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with the helix extended. Tissue was noted entwined in the helix and blood and body fluid were noted in the helix housing and in neck region. An x-ray of the terminal area shows a fracture at the distal end of the terminal pin. Based on the visual inspection of the fractured coil it was determined that the fracture was most likely the result of trying to retract the helix. Analysis believed that the likely the fracture most likely occurred at explant.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited pacing inhibition and loss of capture due to a dislodgement. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.